Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that during an initial hip procedure the liner would not seat in the shell. It was noted after the acetabulum was fixed to 49 during the operation, a no. 50 g7 cup was placed and two 15mm screws were implanted. Then the liner of the trial was inserted. The handle part used the no. 11 echo handle and the 36/0 test head. The surgeon struck the liner after checking the screw at the bottom of the acetabulum and found the g7 liner would not lock. The surgeon began to clean up the cup surrounding soft tissue, bone, fat, and once again, checked whether the screw is tight. Still the liner would not lock into place, after an hour-long repeatedly. A new liner was opened and inserted successfully. The stem and head were then inserted to complete the operation. A 60-minute delay and blood loss of 800 ml was noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One g7 hi-wall e1 liner 36mm d item# 010000934 lot# 6839502 was returned and evaluated. Upon visual inspection, the locking feature has some indentation along with the outer radius. The provided pictures that were taken during the procedure also confirm the reported event as it can be seen that the liner is not fully seated in the cup. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues as an undated initial op note states no complications were noted, the reported allegation was not mentioned in the revision dictation as the operation went smoothly and an ebl of 800 ml with delay of 60 min. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.